Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the lack or relief was unknown. The patient had a lack of relief prior to falling. As of (B)(6) 2018 the patient reported they had symptom relief for 3 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient met with manufacturer representative (rep) and they had increased the patient's stimulation. They told the patient they would have pain in their right leg and it should go away, but it didn¿t so stimulation was decreased. It was reported the patient never had fecal incontinence relief from the permanent implant, but they received therapy from the trial. The manufacturer representative had been helping the patient with adjustments. It was reviewed that since the current program was causing pain, the only option was to try a different program if they hadn't already or further programming may be necessary; caller was going to reach out to the rep. Additional information was received from the hcp on 2018-07-19. When asked what caused the pain down the leg when increasing and the permanent implant not working as well as the trial, the hcp said the patient fell on the side where the ins was located. As a result of the fall, the hcp ordered an x-ray to determine lead placement. No further patient complications have been reported as a result of this event.